Manufacturer narrative:
A ge rep evaluated the system and reseated the image processor board. The system operates as intended.

Event description:
It was reported that the system would not display an image on the left monitor. No pt injury was reported.